Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that the gas loss alarms were from the iab circuit and no device alarms in history pertaining to the incident were noted. The fse then, performed full calibration, functional, and safety tests to verify devices performance. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented with a "gas loss" alarm. The iabp was replaced with another iabp to continue therapy. There was no patient harm and no adverse event was reported.